Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and baclofen via an implantable pump. The indication for use was non-malignant pain. The patient¿s representative reported that the patient's communicator was not working starting 2 days ago. The caller stated they had difficulties describing the issue. Per the caller, they think there is an issue with the charging port because when the patient tried to charge the communicator, they are not getting the flashing light on the battery and the device was completely dead and won't turn on. They have tried charging the device several different times, but it was still not taking a charge. When the agent inquired about the cords being loose, wiggly, or hard to plug in, the caller stated they think something is wrong with the port. When they try to plug the cord into the communicator port, it seemed like the charger is being bounced back and forth and not clicking in place. The caller stated it appeared that the cord was not going in all the way, but the charging cord tip looks ok. The caller clarified that the indicator lights are no longer coming on and the device is no longer coming on. The issue was not resolved through troubleshooting. A request was sent to repair to replace the communicator.